Event description:
Spontaneous. Rn reports freedom pump that was sent stopped working. Patient did not miss a dose; no adverse events reported; lot number and expiration date unknown. Unknown if pump available for return. No further information provided. Reported to (B)(6) by: health professional.

Event description:
Additional information received from reporter on 12/17/2020 for report number mw5098294: f/u from event reported (B)(6) 2020 - the malfunctioned pump has been returned and the serial number: (B)(4), exp 12/07/2040 and only needs pm every 20 years.